Event description:
As part of a comprehensive complaint review in sap were determined that this event was assessed and reported appropriately, the follow-up MDR was submitted with an incorrect MDR ID (ref. MDR ID 3004421439-2017-00004). Therefore, the investigation results will be re-submitted with the correct MDR ID.

Manufacturer narrative:
Investigation: in the first step of our investigations we have a visual inspection carried out. The optical control could cause a deformation of the detect housing surface. With the help of a dial gauge, the parallelism of the valve body becomes parallel tested. The measurement of the plane parallelism additionally has the determined deformation can confirm. The measured value was 0,0500 mm outside the tolerance (tolerance +/- 0.02 mm). Too high pressure, z. B. By the progav adjustment or a fall on the head of the patient, can damage the integrity of the patient endangering shunts. To measure the brake release force, we have the valve with abrake force meter checked. Here's how much power is measuredhousing must be exercised to release the rotor to the valve, by the integrated magnet in the device, to adjust. The braking function could be proven positive. The measured values of the braking force were within the tolerance. Result: at the beginning of our investigations we have an optical at the valve test performed. An apparent deformation could be due be detected in the investigation. With the help of a dial gauge we tested the parallelism of the valve body here measured value was - 0.0500 mm out of tolerance (figure 3). In the further course, the progav tested positive for permeability be, if only difficult. Despite the deformation, the valve was within the adjustment adjust to all pressure levels. The brake function could also be positively detected. The measured values of brake force measurement was within the permissible tolerance. We performed a test bench measurement on the progav valve. The valve has the standard test in the horizontal go through body position. At a set opening pressure of 5 cmh2o is a resulting pressure in a lying body position of 5 cmh2o ± 2 cmh2o had been expected. The first measurement showed that the valve in the reference flow range of 5 ml / h in the horizontal body position with a value of 4.39 cmh2o still within the permissible tolerance (permissible tolerance 5 cmh2o ± 2 cmh2o) works. To gain further results on the suspected overdrainage we also examined the shunt assistant. Optical no obvious abnormalities could be detected. In addition, the shunt assistant was put on in the same way permeability tested. The investigation has revealed that the valve is permeable. The shunt assistant was also connected to our test bench. Starting from a pressure level of 20 cmh2o was accordingly in test stand a hydrostatic pressure of 20 cmh2o also set. At a set opening pressure of 20 cmh2o is a resulting to expect pressure in an upright posture of 0 cmh2o; i.e. The out the height difference resulting pressure is compensated. Of the test run in the vertical position has shown that the valve in reference flow range of 5 ml / h in the vertical position with a measured value of 4.63 cmh2o minimally working outside the tolerance (0 cmh2o ± 4 cmh2o). We did a second measurement. The measured values of second testing showed no improvement. The value measured here was now at 5.34 cmh2o. Presumably, by flushing with distilled water, any deposits inside the valve released. One of the known risks of hydrocephalus therapy is the functional hazard due to natural substances in the csf such as protein, blood or tissue particles2. 3. To investigate if this is the case the implants considered here, we have the valves finally opened. Deposits were found inside the valves be detected. We suspect that the deposits are the properties of the shunt system could have influenced. In our view, there is no need for further action. The occurred problem is one of the known, unchanging risks of hc therapy through shunt implants.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.